Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient came for a refill with a beeping (alarming) pump due to active low reservoir volume alarm. The pump was refilled and reprogrammed. However, in the evening the pump started alarming again. The patient came for check and the audible alarm was still active, even though the pump reservoir was filled. The pump was interrogated, and on the first screen the audible alarm was still active. The alarm-function was switched to off. The refill workflow was started, and all data was correct. No data was missing. The "notes" were used to put in a comment. The pump was reprogrammed, and the next interrogation showed no active alarms anymore. The issue was resolved. The patient was sent home. Factors that may have led or contributed to the issue were indicated as not applicable. No surgical intervention occurred and no surgical intervention was planned. The pump remained implanted and in-service. The patient was without injury regarding their status as of (B)(6) 2024 the patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.